Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the elective replacement indicator was triggered and that there may have been premature battery depletion. The device was extracted and replaced. No patient complications were reported as a result of this event.